Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 26sep2024, it was confirmed that the customer had reseated the data acquisition (da) and printed circuit board assembly (pcba) to resolve the proximal pressure sensor failed alarms, and no replacement parts were used. Following the da pcba reseating, the customer ran multiple functionality and self-tests for the remainder of the day and then returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent proximal pressure sensor autozero failed alarm and a machine and proximal pressure sensors failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were able to duplicate the issue, and the error code was confirmed in the device event log. The customer stated that they would check the pin alignment between the data acquisition (da) and printed circuit board assembly (pcba) and the solenoids. This investigation is ongoing.